Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. A 4.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, during deployment, it was noted that the system delivery balloon does not re-wrap where it had difficulty in removal from the stent and the out of the guide. The stent was successfully deployed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 12mm stent delivery system was returned for analysis without a stent. The balloon was reviewed visually under scope. There was no stent on the balloon. The balloon was not folded and appeared to have been inflated and deflated. Bunching of the balloon material was noted at the distal end of the balloon. The device was loaded onto a 0.014'' guidewire without issue in preparation for balloon inflation. The balloon inflated successfully to rated burst pressure. A vacuum was pulled at the balloon deflated fully in 5 seconds. The balloon was then in a flattened deflated state and the bunching was no longer present. Note encore inflation device was verified before and after use. A visual (via scope) and tactile examination of the shaft polymer extrusion found a shaft polymer extrusion kink 172 mm proximal to device tip. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual (via scope) examination of the tip identified damage to the distal edge of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered. A 4.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, during deployment, it was noted that the system delivery balloon does not re-wrap where it had difficulty in removal from the stent and the out of the guide. The stent was successfully deployed and the procedure was completed. No patient complications were reported.